Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of intermittent telemetry, the head would not interrogate and had intermittent operation. It was noted that the head did interrogate and passed its functional test with a known good cable. The head was being sent on for repair and restock. (B)(4).

Event description:
It was reported that the radiofrequency programmer head intermittently lost communication with implantable heart devices. It was further reported that the cable appeared to be kinked or broken. The programmer head was returned for service. No patient complications have been reported as a result of this event.